Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that two or three days ago when the patient tried to turn on the controller, the controller would not turn on. Caller stated that this morning the controller turned on and had a new message which was settings not available when group b was trying to be used. Caller noted that the pt had groups a, b and c. Caller said that the pt had a lot of pain and that the ins was good for the pt. Agent had the caller reset the controller during the call. Caller switched between all three groups during the call, however settings not available appeared on each group. Caller noted that the intensity was at 3.8 on group b and that the intensity was at 4.0 on group a. Caller said that the pt said that they felt slow. The issue was not resolved. Patient was redirected to their hcp. Pt rep. Said pt has upcoming appointment on (B)(6) 2024. Pt rep. Said they had issue with monitor on group b. The reason for the call was patient reported they are getting a message on the controller screen settings not available cannot provide your desired intensity settings since 3 months ago. Patient stated they saw their rep on (B)(6) 2024 for reprogramming and rep fixed the issue but the message started to show up again yesterday. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment on (B)(6) 2024. Patient did not have healthcare provider full name. Additional information was received from the manufacturer representative (rep) on october 29th 2025. They reported that the patient sees do not use on 9, 10, 13, and 14. The cause was unknown. Rep programmed around with good coverage and discussed potential revision in the future if it continues to worsen the issue has not been resolved. Additional information was received from the patient. Patient reported that they are still intermittently seeing settings not available (59) (oor) message. Agent reviewed information and redirected to hcp. Patient is wondering if they should meet hcp or manufacturer representative (rep). Agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); product type: lead. Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances; impedances values 37,000. The patient reported return of pain. The lead was replaced and discarded.